Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to reach the lesion with a taxus express2 3.5x12mm drug eluting stent. However, the taxus stent was unable to corss the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the patient's body stent damage was noticed. The procedure was successfully completed with another taxus express2 3.5x12mm drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good".